Event description:
Patient implanted in upper and lower vermillion borders and nasolabial folds in 1998. Onset of implant extrusion and infection 12/1998 in perioral. Patient treated with ceftin in 1998. Implant revised and patient treated with cipro in 1999. Implant revised in 1999. Implant explanted in 1999 and another in 1999.